Event description:
I had two titanium implants placed in early (B)(6) 2014 and began feeling more fatigued almost immediately, but at first I thought it might be just from the stress of the surgery. However as increased fatigue turned to lethargy and other symptoms escalated over the next weeks and months, I realized I was continuing to experience adverse effects from something other than the stress of the surgery. Symptoms included a systematic buzzing, vibrating sensation and tingling, loss of feeling in my fingertips and degenerative changes to the skin and nails, thumb pain, tendon pain, burning tearing eyes, word-finding problems, chest pressure and breathing problems. I researched possible reactions to the dental anesthetic, motrin and amoxicillin that were used in association with the surgery and spoke with my doctors. None of us believed it was any of those things. It was becoming clear by a process of elimination that the dental implants were the problem and this was further reinforced after the abutments were placed and I began feeling worse again by the next day, including increased neuropathic symptoms almost immediately. There has been no unusual pain or any indication of anything having been done wrong about the surgery itself. The implants were placed in my lower jaw and so there was no chance of anything like complications of a perforated sinus. I do not have information on the jaw or composition of the implants and was led to believe that the highest quality of titanium would be used. They were placed at (B)(6) clinic in (B)(6). I have estimated the date of the implant placement below, since I no longer have the calendar that would show the exact date.